Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no report of further complication.